Manufacturer narrative:
Philips service replaced the ups fan, oil cooling tube, and tube mrc 200 0407 rt-gs1004, and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that ups fan failure caused over-temperature error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.